Event description:
Customer reported erroneous high accu tni (troponin I) test results were obtained for twelve pt samples when using a unicel dxc 600i synchron access clinical system. The initial test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results were questioned by the physicians. Repeat analysis was performed. The test results were normal. The initial erroneous result was reported out of the laboratory. While there is no report of adverse event or serious injury related to this event, it is unk whether there was a change to pt mgmt. This is event 9 of 12 reported by the customer. An MDR was filed for each of the 12 pts.

Manufacturer narrative:
On (B)(4) 2009, the field service engineer replaced the peri pump tubing and the sample pipettor. Verified mixer speeds, ultrasonics and alignments. Quality control was within the customer's established ranges. Repairs were verified per established procedures and met published specs. Root cause was not determined. This reportable event was identified during a retrospective review conducted between jan 1, 2008 and oct 23, 2010 of complaints for add'l reportable events. This is event 9 of 12 reported by the customer.